Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report a loss of connection between the transmitter and receiver that occurred on (B)(6) 2015. Patient stated starting a new transmitter which confirmed within settings with the receiver. Dexcom representative advised patient to reset the device which was unsuccessful for the reported issue. Dexcom representative followed up with the patient after receiving new transmitter, which paired and successfully connected. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver was not returned to dexcom. The transmitter (part number stt-gf-001/serial number (B)(4)/lot number 5204494), being used with the complaint receiver, was returned on (B)(6) 2015. The returned transmitter was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of a loss of connection was confirmed. The root cause was determined to be a defective transmitter.